Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customers' indicated failure mode for stopper pullout with the incident lot was not observed. Testing of the customer samples was performed under pressurization and one tube did not draw; however, no issues were observed with the stopper and stopper pullout was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality nonconformance during manufacturing of the product. Bd is aware of this product issue relating to stopper pullout and further investigation has been initiated through a CAPA. The investigation is still ongoing and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customers¿ indicated failure mode for stopper pullout with the incident lot was not observed, although one sample did not meet specifications for draw volume. Further investigation has been initiated for the product issue surrounding stopper pullout. The investigation is still ongoing and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to the product issue for stopper pullout. The investigation is currently ongoing and will be updated as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure malfunctioned as the stopper of the vacutainer pops off with pressure. No report of injury or medical intervention was reported.